Event description:
The surgeon was removing the trocar introducer and a plastic leaflet at the top was turned up. The trocar introducer was intact. The trocar introducer was removed. No untoward patient effects.